Manufacturer narrative:
G2: citation: authors: teresa hidalgo, e., grin, e. A., tanweer, o., orillac, c., chu, j. K., kan, p., <(>&<)> weiner, h. L.. The pipeline embolization device for the treatment of intracranial aneurysms in pediatric patients with tuberous sclerosis complex: illustrative cases. Journal of neurosurgery. Case lessons 8(21) 2024. Doi:10.3171/case24452 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: the study focuses on the use of the pipeline embolization device (ped) for the treatment of intracranial aneurysms in pediatric patients with tuberous sclerosis complex (tsc). The following medtronic devices were used: the pipeline embolization device (ped) was used. There were no deaths reported in the study. Among patient adverse events included: the patient was successfully implanted with 3 peds. Two months after ped placement, the patient developed headaches, and papilledema was noted on fundoscopy. Imaging revealed an increase in size of the subependymal giant cell astrocytoma (sega) with lateral ventricle enlargement. Symptoms were managed acutely with acetazolamide and dexamethasone. They treated the sega with everolimus while maintaining the patient on clopidogrel for at least 6 months post¿ped placement, with a plan to reassess afterward. With everolimus treatment, the patient¿s symptoms had resolved, and the sega had decreased in size. Thus, everolimus treatment was continued, and the sega has remained stable and asymptomatic ever since. The 6-month follow-up imaging demonstrated complete occlusion of the aneurysm, a patent ophthalmic artery origin, robust anterograde flow through the ica, and no device complications.. No further information was provided pertaining to medtronic products.